Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part # 03.111.500, lot # 3290316, release to warehouse date: jan 29, 2010, manufacturer: (B)(4), no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. The surgeon was putting on the narrow guide block for the variable angle distal radius plate, the threads broke off, and the post broke in half. The post was retrieved with a pick-up, they threaded another pair from the contralateral guide block into it. The case went on as normal with no issue. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) guide block two-colm pl/narrow 6h hd/rt. This report is 1 of 1 for (B)(4).